Event description:
It was reported that four days post implant, a right ventricular (rv) lead integrity warning was triggered for sensing integrity counter (sic) and high rate non-sustained episodes. It was determined that the lead was exhibiting t-wave oversensing (twos) . The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.